Event description:
It was reported that the drill attachment is causing heat and there is difficulty fitting a bur in the irrigating attachment. The issue did not occur in a case. There was no patient involvement and no reported impact to the user.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The drill was returned for evaluation and repair. The device was received in a non-working condition; therefore, the reported complaint could not be verified. The handpiece was disassembled and it was found that the motor was seized, nose bearings and other parts were corroded, and the cable was kinked. The device was repaired, tested to manufacturer product specifications and returned to the customer.